Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during preparation of the clip delivery system (cds), the lock line cap was observed to be leaking. Troubleshooting was performed, but the leak continued to occur; therefore, the cds was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the observed leak during testing was due to the identified polyimide tubing protrusion. The protrusion appears to be due to troubleshooting maneuvers at the account as multiple loosening and closings of the cap can cause the polyimide tubing to become unraveled and result in the leaks. The reported leak during preparation cannot be determined as no leak was observed after rewrapping the polyimide tubing and re-threading the cap tightly back onto the lever. It is possible that the user-perceived tightness of the cap, leading to under-tightening of the cap and insufficient compression of the o-ring, resulting in a leak or user-perceived tightness of the cap, causing the user to over-manipulate the cap, leading to unintended movement and protrusion of the polyimide tubing caused interferes with the o-ring seal, which may result in a leak; however, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling.